Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a posterior mitral leaflet tear. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed and successfully implanted. A second clip delivery system (cds) was advanced lateral to the first clip. There was an anterior flail leaflet and thus leaflet grasping was difficult. Following clip deployment, a posterior mitral leaflet tear was noted. In the physicians opinion, the leaflet damage was due to fragile leaflet tissue. The procedure concluded with mr reduced to 3+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on the information reviewed, the reported difficult or delayed positioning due to challenging leaflet grasping appears to be related to patient anatomy. The reported tissue injury of leaflet tear was due to fragile leaflet anatomy. Additionally, unspecified tissue injury is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The serious injury was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.